Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet while cgm readings continued on the dexcom application, indicating a communication issue limited to the ilet interface. No physiological symptoms or adverse health effects reported during the event. Outcomes included no alerts or alarms and no need for medical care or hospitalization. Customer care provided support that included remote troubleshooting and user education, which directed the user to toggle the cgm setting from g7 to g6 and back to g7 and reenter the pairing code. Investigation of this case revealed a device-to-sensor communication disruption isolated to the ilet that was addressed through reconfiguration and re-pairing steps, consistent with known connectivity issues between the ilet and paired cgm. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolved through system re-pairing and configuration reset.